Manufacturer narrative:
The battery was reported to be replaced with the same model panasonic battery. The pump will not be returning for repair but three sample photos were provided. Customer complaint is confirmed as seen in photo.

Event description:
The event involved a plum 360 pump that the battery was reported to have expanded in the pump. The nursing unit reported the pump was not working on ac or battery power. The battery was not changed and the warranty on the pump ended last year october 2018. There was no report of a battery leak or a burning smell. There was no patient involvement or adverse event.